Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and manufacturing procedure of catalog number 41750 were reviewed and no findings related to the reported issue were found. The device history record (DHR) of batch number 02d1001067 has been reviewed and no issues or discrepancies were found related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. The lot reported was manufactured before corrective actions. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. However, based on similar complaints as a corrective action, the packaging method was improved in order to prevent this type of issue. Corrective action was performed on wi-41750 that was released on november 02, 2012 and no other issues have been reported since then.

Event description:
The complaint was reported as: the customer alleges that the mouthpieces are broken. The reported issue was detected at time of incoming inspection. No report of a patient injury.